Event description:
It was reported that during an angioplasty procedure, balloon rupture occurred. The 90% stenosed target lesion was located in an unspecified location. A 8.0mmx20mmx80cm sterling balloon catheter was used to pre dilate the lesion. The device was inflated twice, the pressure on the first inflation is unknown. During the second inflation the balloon ruptured at 8 atmospheres. The device was removed from the patient and the procedure was completed with a different device. There were no patient complications reported and the patients status post procedure is good.

Manufacturer narrative:
Age at time of event: 18 years below. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).